Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; delamination (>75% total separation). Leak test and microscopic analysis was performed which identified: delamination on diaphragm valve disk shell (>75% total separation). Based on the device analysis the final assessment is: a delamination total separation of the valve (cohesive failure).

Event description:
Healthcare professional reported right side deflation. The device has been explanted.